Manufacturer narrative:
Additional information: target vessels included left anterior descending, left circumflex, right coronary artery, left main and ramus additional information: aspirin, clopidogrel, cilostazole, beta-blockers (bb), angiotensin converting enzyme inhibitors (acei), or angiotensin receptor blockers (arb), calcium channel blockers (ccb), diuretics, and lipid lowering agents. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Three-year major clinical outcomes of phosphorylcholine polymer-versus biolinx polymer-zotarolimus-eluting stents: a propensity score matching study. Https://doi.org/10.1093/eurheartj/ehy566.p5534. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in journal that endeavor rx, endeavor sprint rx, endeavor resolute rx and resolute integrity rx drug eluting stents were used on a selection of patients in the study. Reported adverse events at 3 year follow up included cardiac death, mi, revascularisation, tlr, tvr, non-tvr and stent thrombosis.